Manufacturer narrative:
A follow up report will be submitted once the investigation is completed. .

Event description:
It was reported to philips that when shocking at 200j, the energy delivered is too low. There was no reported patient involvement.